Event description:
It was reported that the patient was going to have a revision. The patient had an implantable neurostimulator (ins) years prior but the coverage wasn¿t what the patient wanted so they wanted the system out. It was unknown the date of when the ins was removed. The patient would like to have the system put back in at the time of this report. The manufacturer representative believed the extension was cut in the past but was unsure. The patient was not receiving spinal cord therapy (scs) at the time of the report. From the information reported, the revision was for the implant of a new system. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3586, serial# (B)(4), implanted: (B)(6) 1996, product type: lead; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1996, product type: programmer, patient; product ID 7496-51, serial# (B)(4), implanted: (B)(6) 1992, product type: extension. (B)(4).

Event description:
Additional information received reported that it was unknown if there was a 50% or greater symptom reduction. The cause of the lack of the effect was determined and was not device related. Reprogramming was not performed. One lead was disconnected and there was no extension available to connect in the battery. The patient had an old surgical lead in situ, the implantable neurostimulator (ins) had been previously removed by the surgeon, the healthcare provider (hcp) attempted to utilize the leads but the manufacturer had retired the parts that connected the lead to the ins. The lead could not be utilized. The loss of effect was unknown to be sudden or gradual. It was unknown if the patient had a loss of stimulation and it was unknown if to be sudden or gradual. It was unknown what the paint outcome was. The surgical leads remained in the patient. Another percutaneous lead was placed. A percutaneous lead was placed in the spine and peripheral lead placed over the left sacroiliac area. This helped improve the pain. The surgical leads that were present in the spine could not be utilized.